Manufacturer narrative:
Two photos were provided for evaluation. No product was returned for evaluation. Photographic inspection of the photos showed the needle cannula was slightly bent to the left side and upwards. Without the actual sample for testing, the root cause of the issue was unable to be determined and the complaint was unable to be confirmed.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that when picking up a used jelco® hypodermic needle-pro® fixed needle insulin syringe, the nurse experienced a needle stick. The nurse had used the desk top to engage the safety device after completing the injection. The nurse went on to complete the "med pass", including a second injection. After completion, the nurse picked up both syringes at the same time to discard, which is when the needle stick occurred. No permanent injury was reported.